Manufacturer narrative:
Investigation summary: according to (B)(4) report no defect has been confirmed in the sample: the protector fitted properly the vial, no defect found in rubber stopper, the cannula penetrated the rubber stopper properly, no leak has been confirmed. Several tests and inspections are carried out to verify the properly work of the protector. Among them, functionality test is carried out. If the protector did not fit the vial properly, it would be noticed by the operator. In this case, as the lot is unknown the DHR cannot be reviewed. It is recommended to carefully follow the instructions explained in the IFU. The investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion leak between the protector and the vial. According to (B)(4) report: the protector fitted properly the vial. No defect found in rubber stopper. The cannula penetrated the rubber stopper properly. No leak has been confirmed. Inspections and tests in manufacturing area for protectors: (B)(4). Visual inspections and critical dimensions for protector housing parts are performed according to (B)(4) current version. During assembly process, the operator performs the following inspections and tests according to (B)(4) current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,5 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Functionality test is also performed to check the properly function of the protector. Conclusion: according to (B)(4) report no defects have been confirmed in the sample. As the lot is unknown, the DHR cannot be reviewed. It recommended to carefully follow the instructions explained in the IFU root cause description: according to (B)(4) report no defects have been confirmed in the sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p53j leaked during use. There was no report of injury or medical intervention needed.